Event description:
Reportedly, during the course of the surgery a cauterizer believed to have [been] manufactured by valleylab - uss, caused a fire. As a result, the patient was caused to sustain serious burns to their face, eyes, nose and shoulders. No further information available at this time.